Event description:
It was reported that during an implant procedure, the right atrial lead appeared to have noise and the physician was unable to obtain numbers through the lead analyzer. The lead was not implanted and another lead was used. The new lead had the same issues and it was speculated that it was due to the patient's atrium. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).